Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a while ago patient's dog bit them right over their interstim and they have been having problems ever since. Last night they sat down on the floor to change their grandson's diaper and felt a jolt and has been in pain ever since. Patient has not been able to turn therapy off as they are repeatedly encountering device not responding message. The dog bite has healed but you can still see the puncture marks from the dog's teeth there. Patient charged the ins battery recently and therapy was off but then they were able to turn it back on again yesterday. Now patient is not able to get therapy off. Patient is in so much pain they wish to remove the device. Reviewed how to palpate the ins to find optimal position for the communicator and reposition communicator multiple times but was still not able to successfully communicate to the ins. Asked patient if the ins could have flipped and patient did not know. Asked patient if the ins feels level under the skin or tilted and patient did not specify. Recommended patient contact managing physician to notify them of the urgent nature of their needs. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.